Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported the patient experienced seizures. They were unsure if the seizures were related to the patient's implanted system and they wanted to check MRI guidelines. The patient outcome was unknown. The indication for therapy was failed back surgery syndrome and spinal pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.